Event description:
The customer stated that the insulin pump malfunctioned, shooting out all of the insulin during the manual prime. The customer did not realize that he was connected during the prime, and received a large amount of insulin. The customer's blood glucose levels dropped quickly, and the paramedics were called. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.